Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been investigated in our bbm laboratory in melsungen, germany. 1. Results: 1.1 a visual inspection was performed. The cover caps on the screw pillars and the seal on the lower housing are intact. The p2 connector was damaged due to an external force, for example a drop. (Pictures are attached to the pc notification). 1.2 a functional test was performed. The device passed the self-test. A space line was inserted, the pump identified the line and it could be selected from the menu. It was possible to put the pump in operation. 1.3 the device history files were read out and analyzed. The history files were not written properly. Furthermore no anomalies could be found on the mentioned day of occurrence. No anomalies or malfunctions could be found in the history files. The mentioned rate of 200 ml/h could be found. 1.4 the downstream-sensor, the electronic pressure cut-off and the mechanical pressure limitation of the device were tested according to the requirements of the technical safety check. Furthermore the pressure stability of the safety clamp concerning the percolation (free flow possibility) was checked. The device matched the required values and standards. All measured values were within our specification. 1.5 a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal feed rate of 100 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of (B)(4). 1.6 to investigate the inside of the device, only the upper housing was removed. No damages or liquid residues could be found inside the device. 2. Judgment: 2.1 the complaint could not be confirmed. Bad input/handling could not be excluded. Summing up all tests, the infusomat space operated within our specification.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(6). The device has been requested to send it for investigation to bbm laboratory in (B)(6). If an investigation report is available, a follow-up report will created. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "underinfusion". Customer information: a taxol infusion has flowed to only 50% of its prescribed volume. Taxol solution - flow rate 200ml/h. It seems to be a recurring problem.